Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs. No additional information is available at this time due to ongoing litigation. Based on the limited information provided, the event could not be confirmed and the cause could not be determined. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Plaintiff was implanted with a right accolade tmzf hip stem on or about (B)(6) 2011. After the implantation it is alleged that the plaintiff began to experience pain and discomfort in the area of the device. A diagnostic workup allegedly revealed the presence of increased levels of metal ions in the patients' blood, which required a revision surgery on or about (B)(6) 2014. Suit filed in (B)(6).